Manufacturer narrative:
Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner, broken belt clip slot, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir it does not stay in. The customer¿s blood glucose level was unknown customer stated my insulin pump is broken the part the holds reservoir it does not stay in. The customer was assisted with troubleshooting. Customer stated pieces missing and top of reservoir compartment and top of pump where holster locks into place were damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.